Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast reconstruction with mentor artoura breast tissue expander 600c that the right side deflated after implantation. As a result, the patient had the device explanted on (B)(6) 2017.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according with mentor procedures and it revealed a rent at shell patch junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:pc-000144701